Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was told at their last device check there was a performance issue with their cardiac resynchronization therapy defibrillator (crt-d). The device remains in use. No patient complications have been reported as a result of this event.